Manufacturer narrative:
It was reported that, the tubing was leaking at the collar. Received from the customer was a used extension set model: 20043e, lot: 20037273. A standalone smarrtsite adapter model: 2000e, lot: unknown was received connected to the female luer of the t-connector set. The as-received set sample was inspected for kinks, holes / tears in the tubing, or damages to the components. There was a crack along the side of the set's female luer lock p/n: 630-01367 component (cavity 8). The crack was observed to be approximately opposite the injection gate on the luer component. The location of the injection gate (below the wings / tabs) indicates that this female luer was manufactured after the change order (co#: 1110016) that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool markings were observed around the observed damaged area. No other damage or issue was observed. Although damage was observed, functional testing was performed. Fluid from a lab syringe was pushed through. The fluid leaked from the crack. No other leak was observed. Equipment used (inspection performed on 2-sep2020): ram optical instrumentation / eq08204 / calibration due date 5-feb-2021. Device history record for model: 20043e, lot: 20037273 shows that the set was manufactured on 28 march 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer's report that the tubing was leaking at collar was confirmed. The root cause of the female luer crack was identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the pvc materials used in the new female luer.

Event description:
It was reported that hi-flow t-conn w/ll & 1 vlv port leaked. The following information was provided by the initial reporter: I am needing a case number for above mentioned device. When pulled form packaging and primed for patient use, found to be leaking at collar. I have the time and the packaging. Was not actually used in patient care as another item was obtained for use. Date of event is on (B)(6).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that hi-flow t-conn w/ll & 1 vlv port leaked. The following information was provided by the initial reporter: I am needing a case number for above mentioned device. When pulled form packaging and primed for patient use, found to be leaking at collar. I have the time and the packaging. Was not actually used in patient care as another item was obtained for use. Date of event is june 8th